Event description:
It was reported that during the implant procedure, dft testing was unsuccessful. The rv lead was placed without complications and electrical measurements were normal. The patient had to be externally rescued twice after failed dft tests. It was mentioned that the patient had an ejection fraction of 15 percent. The physician decided to delay further dft testing and set the device to maximum hv output. The patient will have one or two months of biv pacing with the goal of improving the ejection fraction before dft testing. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.